Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing pain and ipg was not holding a charge. Patients pain has been worsening over the last one year and patient currently taking tylenol and naproxen twice a day.

Event description:
It was reported that the patient was experiencing pain and ipg was not holding a charge. Patients pain has been worsening over the last one year and patient currently taking tylenol and naproxen twice a day. Additional information received that the patient underwent an ipg replacement and was doing well postoperatively. The explanted ipg was discarded by the facility.